Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for fecal incontinence. It was reported that the patient turned up the stimulation from 1.5 to 1.7 because the device was stuck in her clothes and she no longer felt the stimulation. The patient believes the wires may have come out or dislodged. The patient also stated that she tried to switch sides on her own but the stimulation was either uncomfortable or not felt at all, so she switched back. At the time of the report, the patient was currently on the right side and the stimulation was felt at a comfortable level. On (B)(6) 2018, the patient reported pain when pulling up her underclothes and pants due to the tape and bandage. The patient noted she was not wearing any pads due to this since her procedure. There were no further complications or anticipations reported with this event.